Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to have occurred during use of the device. One 5 fr dl powerpicc catheter was returned for evaluation. The catheter extended up to the 43 cm depth marker. Adhesive dressing residue was visible on the molded winged hub and proximal catheter shaft. The catheter lumens were flushed with water using a 12 ml syringe and a leak was observed when flushing the purple lumen. The leak was located at the proximal end of the catheter extending from the molded wing hub. Microscopic observation of the leak location revealed a kinked region. Material whitening was present at the indented region in the kink. A hole in the catheter tubing was found in the corner of the indented region. The catheter was cut near the 1 cm depth marker in order to measure the wall thickness and was found to be within manufacturing specification. The characteristics of the damage are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. Manipulation and securement location of the catheter are likely contributing factors. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported patient arrived onto the unit to receive abvd chemotherapy. As the nurse was accessing the PICC line pre chemotherapy there was no venous return. The nurse removed the PICC dressing to look at the PICC line to ensure no occlusion was visable. When then flushing the PICC line with sodium chloride, it was noted that the PICC line was fractured as the sodium chloride leaked out from a hole in the middle of the PICC line. The nurse then contacted the PICC placer on the unit who assessed the PICC line. Following this assessment the PICC line was then removed. An explanation was given to the patient. An appointment for a new PICC line was made. Unfortunately the patient didn¿t receive his chemotherapy on monday.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2317 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient arrived onto the unit to receive abvd chemotherapy. As the nurse was accessing the PICC line pre chemotherapy there was no venous return. The nurse removed the PICC dressing to look at the PICC line to ensure no occlusion was visable. When then flushing the PICC line with sodium chloride, it was noted that the PICC line was fractured as the sodium chloride leaked out from a hole in the middle of the PICC line. The nurse then contacted the PICC placer on the unit who assessed the PICC line. Following this assessment the PICC line was then removed. An explanation was given to the patient. An appointment for a new PICC line was made. Unfortunately the patient didn¿t receive his chemotherapy on monday.